Manufacturer narrative:
(B)(4). Batch # u5cz0v. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45b reload (a) was received partially fired 1/3. The returned reload was loaded into a test device. The device was tested for functionality in the straight position with the returned reload, however when fired was noted only, the right side fully fired, the left side outer row fully fired, and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the sleeve gastroplasty procedure, the echelon 60 stapler presented a stapling failure with several loads (green and blue), without making the stapling or the section of the organ. An attempt was made to exchange the material for an echelon 45, which also presented the same failure. The attempt was made to use the material by 2 different surgeons and with the correct technique, without success. Use of 6 reloads in total. " the patient had no permanent damage, did not need to be hospitalized nor had prolonged hospitalization due to product problems, did not need to be re-operated or had any serious damage.